Event description:
"Endoleak (type ia): the patient had hoarseness from 10 days ago and saw a local physician. A simple CT revealed a tumor in the chest. The tumor was thought to be the cause, but a dissociation could have occurred. An angiography CT revealed that calcification at the arch seemed to be torn where a hematoma developed. To prevent the hematoma from being ruptured, the patient underwent emergency tevar. Since this was an emergency case, tevar was performed from zone 2 instead of reconstructing the left subclavian artery. The calcification and the outer framework of the relay plus device were in contact with each other, and leakage into the aneurysm was observed. Although a touch-up technique was considered, no additional procedure was performed as the hematoma seemed to have developed by the torn calcification. To be on the safe side, only the left subclavian artery was embolized by using a vascular plug. Tevar was performed and blood in the aneurysm was not able to flow out. Expecting the acceleration of blood coagulation, the procedure was completed. The intraoperative act was 254." Patient outcome: "email received on (B)(6) 2020 from (B)(6) there is no health damage to the patient."